Manufacturer narrative:
Called customer several times and finally was informed that the inhouse biomed resolved the problem.

Event description:
The customer reported, the 13" sony monitor is turning off after 2 mins of on time. Customer has the 20" sony tower monitor to view images and is able to proceed with surgery cases. Customer has inhouse biomed and he is working on the problem at this time. Customer requested that service rep standby. No patient injury to report.